Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture confirmed via ultrasound. The device remains implanted.

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, crease fold, and opening. A microscopic analysis was performed which identify, crease smooth opening on posterior. Based on the device analysis, the final assessment is: a crease smooth opening on posterior, due to a fold flaw opening.

Event description:
Healthcare professional later reported, capsular contracture, baker grade iii.